Event description:
Patient reported that byte aligners have caused wear down on their gums, an incorrect bite, chipped teeth, and jaw pain as they eat.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.